Event description:
It was reported that after finishing the implant procedure, there was transitory threshold elevation on the leadless implantable pulse generator (ipg). The patient was asymptomatic and was hospitalized as a result. It was considered probable clot formation or inflammatory reaction at implantation. The device remains in use. The patient is enrolled in the pan psr post-market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.